Event description:
While using maquet endoscopic vein harvesting (evh) system, smoke was noted at the distal tip of instrument during insertion into the harvesting cannula. The first assistant noted smoke on the monitor and withdrew the instrument. No direct contact with patient and no harm to patient. Equipment sequestered and another maquet instrument opened for evh procedure.staff noted that the small wire on the jaw was misaligned. Device started smoking 5 minutes after case had started.